Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate high result of "13.4 mmol/l" as compared to "9.9 mmol/l" on another meter (ultra2) performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. Replacement product was sent to the patient. There was no indication that the product caused or contributed to an adverse event.